Event description:
It was reported that after a device replacement due to eri, lead fracture, insulation damage and high pacing lead impedance were observed. The lead functioned normally prior to the procedure. The lead was capped and replaced. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.